Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. There was an sdi out 2 connected to an inogeni 3gdi to usb 3.0 convertor box and that had a usb out connected to option 1 on the cv-190. There appeared to be no video in cables attached to the provation computer and there were no sdi connectors on the rear of the provation computer, so we unplugged the usb cable from option 1 on the cv-190 and plugged it into an open usb port on the provation and the video image appeared in provation. The customer then followed the sdi cable from the remote monitor back to the cv-190 and it was plugged into the sdi instead of sdi out. Once the customer moved the cable from sdi in to sdi out the image on remote monitor appeared. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
A customer reported to olympus that the cabling was disconnected when moving the tower and they were not sure where to connect a remote monitor or their provation computer. The evis exera iii video system center failed to display a video image for the customer. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the product was not returned, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.